Event description:
It was reported high voltage therapy was delivered to the patient but was unable to convert the arrhythmia. A second shock was administered from the device and converted the patient to sinus rhythm. The physician suspected high defibrillation threshold as the cause and that the device functioned normally for how it was programmed. No intervention has been performed at this time. The patient was in stable condition.